Event description:
It was reported that during a da vinci total benign hysterectomy procedure, one wire separated and one wire was in a loop on a fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, if to recur could cause or contribute to an adverse event.